Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. In addition, the following reportable malfunction was found during the device evaluation: error code e207. Based on the results of the investigation, it is not possible to establish the root cause. However, analyses of similar cases and the presence of inhibitors around the lead pin of the emergency light suggest that some irregular external forces are applied to the housing, leading to breakage of the glass around the lead pin and failure to conduct the connection between the lead pin and mo foil connecting the filament. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite xenon light source had an emergency lamp indicator and main lamp light up at the same time. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found emergency light display flashes due to emergency light burnout. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.